Event description:
Note: age and weight of the adult female patient is unknown. It was reported to boston scientific that while using a hyrdothermablator procedure set during the heating and ablating phase of the hta procedure a fluid loss alarm occurred and fluid was lost through the cervix resulting a vaginal burn (degree unknown). According to the physician, the patient suffered "minor, superficial upper vaginal burn due to overdilating cervix from multiple procedures and scope passes and scope movement in-and-out. Superficial tissue sloughed-off immediately. Used silvadene cream post-op. Patient did fine. No other intervention was required."

Manufacturer narrative:
The lot number of the device used is unknown, consequently the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.